Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited high defibrillation impedance. The physician elected to explant and replace the rv lead. The patient was discharged after the procedure, and no patient consequences were reported.